Event description:
I tried to insert my dexcom g6 sensor yesterday. The needle came out of the insertion device and stuck into my stomach, but the sensor was not released from the insertion device. I had to struggled to get the insertion device removed, which resulted in the sensor being torn from my body, resulting in a bloody mess. This sensor is from lot 7268747 and pn 9500-45. This is the 5th sensor in a row that has not worked properly. I had previously reported 4 different sensors to dexcom, all from lot 5263588 and pn 9500-45, none of which worked properly. I have asked them if they would replace at least the sensors from that lot and pn number, but they have said no. I still have 4 sensors, which is a 40 day supply of medical equipment, from this lot and pn number, and I worry that they won't work either based on the track record thus far. Trying to get replacements for this extremely expensive medical equipment from dexcom is an absolute nightmare. I have spent more than 6 hours on hold, had been promised numerous return phone calls that never came, resulting in even more time emailing, checking the website etc., before finally being able to get someone on the phone that would send me a replacement. Each replacement phone call, when you actually get someone on the phone, takes at least 20 mins to complete as well. I have not called about the sensor that malfunctioned yesterday yet because I know what a frustrating experience it will be. Dexcom always says they are experiencing a heavy call volume, but the heavy call volume never stops. Their system is always being changed, too. Sometimes you can request a call back and they let you know that someone will call you back within 7 business days. The call back often never comes. Other times, the system will say you will get a call back within 1 hr and sometimes you get one and sometimes you don't. I once got a call back from someone who could barely speak english at 1:23 am pst. The qc for their customer service is absolutely outrageous. It wouldn't be necessary to call customer service if they were being honest about the qc of their product. Someone needs to monitor how many faulty sensors they are sending out and there has to be a more efficient way of ensuring replacements for customers who pay a lot of money to use this medical device. Please check dexcom's data to ensure they are being honest with customers about any recalls that might need to happen. FDA safety report ID# (B)(4).